Event description:
Information received indicates all four brake casters are not holding in brake.

Manufacturer narrative:
The technician replaced the four casters and caster supports to repair the bed.